Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post-paced t-wave oversensing (pptwos) on the pacemaker (pm). Programming changes were performed to resolve the issue. There were no patient consequences.